Event description:
It was reported the patient received the following results within 15 minutes: 68 mg/dl and 78 mg/dl with a new guide meter and 119 mg/dl with an old guide meter. The test strips used for all measurements were from the same batch.